Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtbb1d1, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the patient presented to the emergency room due to an alert. Impedance was high and unstable on the superior vena cava (svc) and right ventricular (rv) coils of the right ventricular (rv) lead. The lead was turned off and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the coils were fractured. The lead was replaced.